Event description:
It was reported that during a procedure, "the clip applier tore the vessel." The procedure was completed successfully without any significant procedure delay. There was no medical treatment or intervention required as a result of this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The returned complaint device was received open with the original stryker sustainability solutions packaging with evidence of use (bio-burden present). No visible damage was detected during visual inspection. The device was received with 16 titanium ligating clips. The device was actuated to confirm that the device worked as intended for use. A review of the DHR supports that the device is unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root causes are: ¿ mishandling subsequent to distribution from stryker. ¿ om defect. This report is being filed as an injury due to sss being in a 2 year reporting cycle due to MDR 2090040-2012-00024 filed where clip cut though patient's vessel. The reported event is not occurring more frequently or with greater severity than is usual for the device.